Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -2.5 diopter, into the patient's right eye (od) on (B)(6) 2014. On (B)(6) 2018 the lens was exchanged with a different model and diopter lens due refractive surprise and refractive change over time. The problem was resolved. The cause of the event is reported as unknown.